Event description:
Edwards received information that a second device, 26mm bioprosthetic transcatheter valve, was implanted into the mitral position of a 25mm bioprosthetic valve via valve-in-valve procedure. The implant duration was unknown. The reason for the procedure was mitral stenosis. No complication was noted and the procedure went well. There was excellent placement of the valve, and post operative tee revealed no valvular regurgitation or paravalvular leak.

Manufacturer narrative:
(B)(4) -stenosis. Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Should new information becomes available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.